Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler device experienced a low priority alarm 30176. The patient was connected at the time of the alarm. This occurred during initial start of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative instructed the patient to end therapy and remove the supplies. It was not reported how the patient would completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.